Event description:
A patient was admitted with stable angina type 1 for a procedure. Following predilation, one mid rca lesion was stented with a total of four cypher stents, two 2.25x18mm and two 2.25x13mm, placed to overlap. The site was postdilated. Cardiac enzymes were normal up to 24 hours post procedure. The pt was discharged the next day without anginal complaints on plavix, aspirin, a beta-blocker, an ace-inhibotor and statins. Eight months later, the pt was admitted for a follow-up, and underwent successful balloon angioplasty of the stented target lesion. Six months following the balloon angioplasty the pt was admitted with stable angina type 3, and underwent successful CABG, which per investigator was related to both the target vessel and lesion.